Event description:
It was reported that the patient's dystonia in their right leg has worsened since getting implantable neurostimulator (ins) and was now back in a wheelchair. It was noted that the ins was implanted for dystonia in the patient's left leg and was "much better" for that area of the body. Reprogramming was continuing and a MRI may be needed to determine if the lead placement in the brain could be a concern. Additional information was requested, but was not available at the time of this report. See also manufacturer's report #3004209178-2012-03276.

Manufacturer narrative:
Extension model 7482a51, serial #(B)(4), implanted:(B)(6) 2011, explanted: na; lead model 3387s-40, lot #v553427, implanted: (B)(6) 2011, explanted: na; concomitant ins system: neurostimulator model 7426, serial #(B)(4), implanted: (B)(6) 2011, explanted: na; extension model 7482a51, serial# (B)(6), implanted: (B)(6) 2011, explanted: na; lead model 3387s-40, lot #v553427, implanted: (B)(6) 2011, explanted: na.